Manufacturer narrative:
The company representative observed fault code 53 (shuttle transducer offset failure) in the error log. He replaced the front end board. The system was tested to factory specifications. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a patient, the system shut down. The patient was switched to another unit and therapy was continued. No patient injury was reported.